Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/pain") in a 37-year-old female patient who had essure (batch no. B71766, b71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with novasure and placement of bilateral essure catheters" on (B)(6) 2014. The patient's concurrent conditions included bleeding menstrual heavy, uterine fibroids, uterine enlargement, lower abdominal pain, endometrial polyp, pelvic pain and dizziness. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain with intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain and dyspareunia to be related to essure. The reporter commented: 2 trailing coils on each fallopian tubes present. Discrepancy noted in the essure date of removal from the previously reported date. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received: new reporters, patient demographic information, concomitant disease, product indication, lot no and event medical device monitoring error added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/pain') in a 37-year-old female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with novasure and placement of bilateral essure catheters" on (B)(6) 2014. The patient's concurrent conditions included bleeding menstrual heavy, uterine fibroids, uterine enlargement, lower abdominal pain (menstrual cramps), endometrial polyp, pelvic pain, dizziness, menorrhagia, iron deficiency anemia, obesity, nausea, migraine, headache, cough, intermittent fever, common cold, pain in heel (right), hematuria, influenza, cystitis, vitamin d deficiency, dysuria and anemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain with intercourse") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: 2 trailing coils on each fallopian tubes present. Discrepancy noted in the essure date of removal from the previously reported date. She received treatment for pelvic and abdominal pain. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event pelvic pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/pain") in a 37-year-old female patient who had essure (batch no. B71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with novasure and placement of bilateral essure catheters" on (B)(6) 2014. The patient's concurrent conditions included bleeding menstrual heavy, uterine fibroids, uterine enlargement, lower abdominal pain, endometrial polyp, pelvic pain and dizziness. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain with intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain and dyspareunia to be related to essure. The reporter commented: 2 trailing coils on each fallopian tubes present. Discrepancy noted in the essure date of removal from the previously reported date. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain with intercourse"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain and dyspareunia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.